Manufacturer narrative:
The last calibration performed on 22-jul-2022 was normal. Quality controls were within specified ranges on the day of the event. The field service engineer determined that the tubing of the reagent probe was severed. Tubings for reagent probes were replaced. Calibration and quality control were run and passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated that they encountered discrepant proficiency sample results for elecsys vitamin d total ii on cobas e 801 analytical unit when compared to the results obtained on a second analyzer. This triggered a rerun of controls that were found to be out of range. The customer then repeated more than 50 patient samples that were tested before and received discrepant results. Of the affected samples, discrepant results for two patient samples were provided as examples. Patient sample 1: the sample initially resulted in a vitamin d total ii value of 28.7 ng/ml. The sample was repeated resulting in a value of 14.2 ng/ml. Patient sample 2: the sample initially resulted in a vitamin d total ii value of 77 ng/ml. The sample was repeated resulting in a value of 33.3 ng/ml. The questionable results were reported outside of the laboratory. The vitamin d total ii reagent lot number was 60199901, with an expiration date of 28-feb-2023.